Manufacturer narrative:
The reported complaint of the thermogard console (B)(4) displayed tcmid:01 (pump failed) error message was confirmed based on the event log review but was not confirmed during functional testing. No device malfunction was found that could have caused or contributed to the reported issue. Visual inspection of the thermogard console was performed, and no issues were observed. Event log data review was performed and revealed multiple tcmid:01 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The thermogard console passed the initial functional testing with no issues. The investigation found no device malfunction. Nevertheless, the pump motor and I/o board were replaced as a precautionary measure. Following service, the thermogard console passed all testing criteria.

Event description:
During patient use, the thermogard console (B)(4) displayed tcmid:01 (pump failed) error message. Following this, the console was immediately replaced with another thermogard console and continued with ivtm therapy. No consequences or impact to patient.